Event description:
Further information was received that the generator had been replaced. No additional relevant information has been received to date.

Manufacturer narrative:
Device evaluation is not necessary as the reported events are not related to the functionality or delivery of therapy of the device.

Event description:
Report received that a patient felt that her generator had migrated outside of the pocket. This was later confirmed by the surgeon who indicated that the generator migrated into the breast tissue which became very painful for the patient. The cause of the migration was not known. Additionally, the surgeon who implanted the last generator indicated that 8 non-absorbable sutures were used to secure the generator to the fascia for support. No surgical intervention has occurred to date. No additional relevant information has been received.